Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that there is "oil leaking from the lock lever, and cutter insertion part". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.